Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.0, lab: 2.3, time between tests: (two hrs). Pt's therapeutic range: 2-3. Customer's operational techniques: user added multiple drops of blood.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.0, lab: 2.3, mean: 1.65, confidence limits: (1.2 - 2.3), result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported adding more than one drop of sample to test strip. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in finger-stick sample collection. This may be root cause. User also reported pt on painkiller medication (morphine) at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants." Unable to determine if this may be a contributing cause. No product associated with the complaint is expected for return. Exhaustive in-house testing on the reported lot has left no remaining strips for further testing. Results below represent the most recent in-house therapeutic donor testing that was performed on reported lot number 262184. Test results as follows: donor 1, inratio results: (3.2, 3.4, 3.0), reference: 2.63, bias threshold: 1.63 - 3.63, %cv: 6.25. Donor 2, inratio results: (3.8, 3.6, 4.0), reference: 3.13, bias threshold: 2.13 - 4.13, %cv: 5.26. All replicates for the each donor are within the acceptable bias for accuracy. Each donor produced %cv less than 16% - precision criteria has been met. Product performed as expected. No further investigation is necessary. Conclusion: root cause could not be determined. It cannot be ruled out pt's medication / customer's improper operational technique as a cause for unexpected inr results. No product was expected to be returned, review of most available in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As review on (B)(4) 2012, (B)(4). Review of complaint rate of the brick lot, the rate is (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).